Manufacturer narrative:
The broken nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail is broken at its shaft. The breakage surface and the breakage line in combination with found material deformation and constriction indicate that the nail broke in a fatigue fracture most likely from lateral to medial/posterior ¿ because no information was provided whether the nail was implanted in the left or right femur the lateral/medial position is unclear. The nail broke due to several postoperatively loads most likely combined with a non-healed fracture. A surgical issue was not found (like damaged nail holes by intra-operative misdrilling); furthermore no manufacturer related issues were found. Based on the investigation result and the spare information the nail breakage is attributed to the patient. The IFU includes that postoperative loads and a non-healed fracture can lead to implant fractures. If additional listed effects like obesity or poor bone quality did also contribute to the nail fracture could not be determined due to missing information. No non-conformity identified.

Event description:
It was reported that at h. Simon bolivar in (B)(6) a surgeon implant an end cap without issues, but two and a half months later, the patient came back with a fracture. After rx review the surgeon notice that the end cap is break in the middle so decide to make a new procedure for remove the end cap affected and implant a new of the same reference. The surgeon send the product for analysis due to he use it frequently and it is the first time it occurs to him.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that at (B)(6) in (B)(6) a surgeon implanted an end cap without issues, but two and a half months later, the patient came back with a fracture. After rx review the surgeon notice that the end cap is break in the middle so decide to make a new procedure for remove the end cap affected and implant a new of the same reference. The surgeon send the product for analysis due to he use it frequently and it is the first time it occurs to him.